Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 09-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unspecified drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had reported an increase in pain. The physician tried to aspirate the side port but was unable to obtain fluid.  It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue.  The complete catheter was explanted and replaced.  The catheter was discarded by the healthcare provider.  The issue was resolved.  The patient was without injury regarding their status on (B)(6) 2021.  The patient's weight and medical history were unknown.